Event description:
The customer reports, during a transbronchial biopsy (tbb) procedure on the left using a single use guide sheath, the x-ray opaque chip came off and fell into the patient's bronchus. The physician could not retrieve it, it remains in the patient. The procedure was completed with another single use guide sheath. The patient required no further intervention. The physician states he has had this happen before and thinks he knows the cause. He is considering changing to a different size guide sheath.

Manufacturer narrative:
The device was manufactured in april of 2022 based on the 3 digit lot number. The device referenced in this report has been returned to olympus for evaluation. Device evaluation is pending. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections, the device evaluation, and the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The guide sheath was returned without the radiopaque tip. Inspection of the device found the tube was completely crushed and deformed into an elliptical shape. Also, the position where the x-ray opaque tip was fixed was confirmed from the fixation mark of the opaque tip left on the tube, but there was no abnormality. The legal manufacturer tried to replicate the reported failure using a guide sheath (lot 24k) and biopsy forceps (fb-233d; lot 24k13), and the dropout of the radiopaque chip was reproduced. The cause of the collapse of the tip of the guide sheath could not be identified. The bending of the insertion site likely occurred during handling and insertion into the endoscope. Based on the available information, the legal manufacturer determined the probable cause of the reported failure is likely due to the following: the x-ray opaque tip at the tip of the guide sheath was crushed for some reason. A biopsy forceps (fb-233d) was inserted into the guide sheath and caught on the radiopaque tip. The biopsy forceps (fb-233d) was pushed out while being caught by the radiopaque tip, and the radiopaque tip fell off. The event can be detected/prevented by following the instructions for use which states: ·when inserting a treatment tool or ultrasonic probe into the guide sheath outside the endoscope, when inserting a treatment tool or ultrasonic probe into the guide sheath inserted into the endoscope, when inserting the treatment tool or ultrasonic probe into the guide sheath when moving the probe back and forth, and when pulling out the treatment tool or ultrasonic probe from the guide sheath, keep the tip of the inducer straight in the case of the inducer, and close the cup of the biopsy forceps in the case of the biopsy forceps. In the case of a biopsy brush, pull the brush part into the tube and do it slowly. If you feel any abnormal catch or resistance, do not stick out the treatment tool or ultrasonic probe from the tip of the guide sheath, and stop using it immediately. The x-ray opaque tip of the guide sheath may be misaligned or fall off. ·when using a guide sheath, do not apply a strong angle to the endoscope. If the resistance is high and it is difficult to insert the ultrasonic probe or treatment tool inserted into the guide sheath and the guide sheath into the endoscope or pull it out from the endoscope, the ultrasonic probe or treatment tool cannot be pulled out from the guide sheath. If so, return the endoscope angle to the point where it can be inserted and removed without difficulty. If it still does not pull out, pull the guide sheath, ultrasound probe or procedure, and endoscope together from the patient. The x-ray opaque tip of the guide sheath may be misaligned or fall off. Alternatively, other damage to the equipment may occur. ·when inserting an ultrasonic probe or treatment tool into the guide sheath inserted into the endoscope, slowly move the guide sheath within the field of view of the endoscope or under fluoroscopy, and insert the x-ray opaque tip inside the guide sheath. Insert after confirming that there are no abnormalities such as misalignment or dislocation. If any abnormality is suspected, discontinue use. ·after the guide sheath is pulled out from the endoscope, the tube buckles or tears in the guide sheath, the position of the x-ray opaque tip shifts, and the tip falls off regardless of whether or not the guide sheath is reinserted into the endoscope. Make sure that there are no abnormalities such as. Do not use if any abnormality is suspected. If the x-ray opaque chip has fallen off, and if it has fallen into the body, check that it has not fallen into the body. ·when inserting the treatment tool into the guide sheath, do not force it if there is significant resistance. Also, do not insert the biopsy forceps with the cup open or with the brush part of the biopsy brush protruding from the tube. It may cause damage to the endoscope and this product. Olympus will continue to monitor the field performance of the device.

Event description:
Additional details were requested regarding the reported event; however, no further information was available.